Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they started leaking more and more. They were up to a pad per day. They said they don't go anywhere and hadn't done anything. They had been monitoring symptoms and it was not getting better, it was getting worse. They were on p3 at 0.3v and stim was off. The patient turned on stim and increased to 0.5v. They felt then stim and then they didn't feel it. They increase stim higher but weren't feeling it. They went back down to 0.5v. The patient reported that they did not have any falls or accidents but had a history of seizures. They said that the day before symptoms returned they were really emotional and went to bed and felt like something was wrong. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient is still leaking. The patient programmer (pp) shows the stim is off. The patient stated she was pressing the stim off button when trying to turn the pp off. Patient services reviewed button use and walked the patient through on how to turn stim back on. Patient services reviewed icon meaning. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the issue started in march. The patient states the circumstance that lead to the issues was that she did not change the pp batteries so she was not able to adjust stimulation. Pat agent reviewed option of increasing stimulation during the night. Patient is going to make an appointment with health care professional.. No further complications noted or anticipated